Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and paraesthesia ("tingling I arms/hand and feet"). The patient was treated with surgery. At the time of the report, the allergy to metals and paraesthesia outcome was unknown. The reporter considered allergy to metals and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media allergy to metals and paraesthesia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and paraesthesia ("tingling I arms/hand and feet"). The patient was treated with surgery. At the time of the report, the allergy to metals and paraesthesia outcome was unknown. The reporter considered allergy to metals and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ allergy to metals and paraesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.